Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 459 mg/dl which was treated with an insulin pump. Customer stated that the insulin pump had nsulin flow blocked alarms. Customer did not use auto mode as they were not using the medtronic sensor. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.